Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Defective connector, not detected during pre-use inspection, resulting in blood bubbling during use.

Manufacturer narrative:
1. DHR/bhr review(lot#5164483): 1)this batch of products were assembled at intima ii auto line 4 in jun 2025, and packaged at r245 package line in jun 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the (B)(4) batches used in this batch of products are 25014417, 25014419, review the incoming inspection results, no abnormalities. 5)according to the production information provided by the tijuana factory in mexico: the production time of batch 25014417 is jan 2025, with a production quantity of (B)(4) pcs, and the production time of batch 25014419 is also jan 2025, with a production quantity of (B)(4) pcs. 2. The customer returned 4 photos but did not return the defective sample. The photos show: the sku is 383082, the batch number is 5164483. The rubber stopper on the (B)(4) connector of the defective sample is damaged, and blood has leaked onto the bottom film of the packaging. 3. Take the retained sample of this batch for appearance inspection. No damage or other abnormalities were observed at the joints. Conducted a 45psi leak test on the sample, and no leaks were observed. 4. Possible reasons: 1)abnormal incoming materials. 2)collisions caused by misalignment of the gripping claws of the equipment during the production assembly process. 5. The suzhou plant contacted the tijuana factory in mexico (a (B)(4) supplier) and they provided the production information of the (B)(4) batch used in the complaint batch. There was no qn during the production process. As no samples were returned, further analysis could not be carried out. 6. No same complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples, and no same complaints have been received from other hospitals regarding this batch of products. The returned photo shows that the (B)(4) component is damaged, since no defective sample has been received for relevant tests, and the inspection records of raw materials and production records show no abnormalities,and the complaint is an isolated incident,so the root cause of the damage to the joint cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.